Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Multiple images of the physical device tip. Damage could be noted to the ceramic tip. An image of the separated piece was not included in the images. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the procedure was completed without any issues being encountered during use of the same antenna, and the retained tip fragment was identified on a post-operative scan. It became apparent that a fragment of the tip had broken off and remained in the patient. The retained fragment raised concerns about whether the patient could safely undergo a magnetic resonance imaging scan.